Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer's current blood glucose level was 331 mg/dl. Trouble shooting was declined. Customer reported symptoms of high blood glucose such as nausea, vomiting. Auto mode feature was not active at the time of incident. Customer confirmed air bubble on their reservoir and infusion tubing. The insulin pump will not be returned for analysis.